Event description:
Case description: investigational result: name: novopen 4, batch number: duj2117 the reported batch number was not valid. No conclusion can be made without the sample or a valid batch number. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: novorapid penfill 3 ml 100iu/ml, batch number: nr7lk14 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case have been updated with the following: investigation result added imdrf code added relevant fields updated in EU/ca tab narrative updated accordingly. Final manufacturer's comment: 10-jan-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the ref-erence sample analysis. No conclusion can be made without the sample or a valid batch number. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novo-pen 4. Patient's underlying medical condition of type 1 diabetes mellitus is a significant confounding factor for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. H3 continued: evaluation summary name: novopen 4, batch number: duj2117 the reported batch number was not valid. No conclusion can be made without the sample or a valid batch number. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia]. Np4 didn't inject insulin accurately [incorrect dose administered by device]. Np4 didn't inject insulin accurately as the dose button moves rapidly [device issue]. Dose counter was adjusted to 60u and by pressing the dose button without adding needle, the counter stopped at 34 u then was adjusted back to zero [device malfunction]. Penfill holder is broken [device breakage]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia (hyperglycemia)" with an unspecified onset date, "np4 didn't inject insulin accurately (incorrect dose administered by device)" with an unspecified onset date, "np4 didn't inject insulin accurately as the dose button moves rapidly(device component issue)" with an unspecified onset date, "dose counter was adjusted to 60u and by pressing the dose button without adding needle, the counter stopped at 34 u then was adjusted back to zero(device delivery system malfunction)" with an unspecified onset date, "penfill holder is broken(device breakage)" with an unspecified onset date, and concerned a male patient who was treated with novopen 4 (insulin delivery device) from unknown start date and ongoing for "type 1 diabetes mellitus", novorapid penfill (insulin aspart 100 u/ml) (14-13u morning and 14-13u night according to bgl) from unknown start date and ongoing for "type 1 diabetes mellitus", patient's height: 159 cm. Patient's weight: 40 kg. Patient's bmi: 15.82215890. Current condition: type 1 diabetes mellites (duration not reported). Concomitant products included - lantus (insulin glargine), deltavit b12 (cyanocobalamin). On an unknown date, patient complained that he doubts that his np4 didn't inject insulin accurately as the dose button moves rapidly. It was reported that the penfill holder was broken. Patient had pen training, he was asked to pull the piston rod outside the mechanical parts manually. The mechanical part and the piston rod moved normally on adjusting the dose counter to 60 u and pressing the dose button. A new pen fill was inserted then to confirm that there's no gab inside the pen, dose counter was adjust-ed to 60u and by pressing the dose button without adding needle, the counter stopped at 34 u then was adjusted back to zero. By adding a new needle, the pen injected insulin (4 u) normally. Needle cap trial was offered and due to unavailability of new novo fine needle. On an unknown date, patient suffered from hyperglycemia due to an issue with his np4. Blood glucose (blood glucose) was 380 mg/dl in the morning and 520 mg/dl at night), and took his dose from hours, but hasn't measured his bgl yet. Patient hba1c (glycosylated haemoglobin) 7.6 from 1 month and recently was 7(unit not reported. Rbgl (blood glucose) usually around 120-150 mg/dl. Batch numbers: novopen 4: unknown. Novorapid penfill: nr7lk14. Action taken to novorapid penfill was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was not yet recovered. The outcome for the event "np4 didn't inject insulin accurately(incorrect dose administered by device)" was not reported. The outcome for the event "np4 didn't inject insulin accurately as the dose button moves rapidly(device component issue)" was not reported. The outcome for the event "dose counter was adjusted to 60u and by pressing the dose button without adding needle, the counter stopped at 34 u then was adjusted back to zero(device delivery system malfunction)" was not reported. The outcome for the event "penfill holder is broken(device breakage)" was not reported. Since last submission the case have been updated with the following: conmed added (deltavit b12). New event added (penfill holder is broken). Narrative updated accordingly. References included: reference type: e2b company number. Reference ID#: eg-novoprod-1315770. Reference notes: